Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The patient's friends and family reported an elective replacement indicator (eri) code. The patient tried to clear eri, the eri was cleared but the patient didn't have lightning bolt showing in implantable neurostimulator (ins) on icon. The patient's friend tried pressing ins on button on programmer and then programmer started showing no communication screen. The patient had a doctor appointment on (B)(6) 2015. The change in therapy was noted to be gradual. The patient didn't remember when the ins was not working, thought it had been about a month. The indication for use was non-malignant pain and chronic low back pain. If additional information is received, a follow-up report will be sent.